Event description:
It was reported that due to a dimpled pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was further reported that the patient pressed the pump, but the pump stayed flat. This occurred two weeks ahead of surgery. The patient got well after this surgery.

Manufacturer narrative:
An allegation of pump collapse was reported. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and found to fail the deflation test (3). A device malfunction was therefore confirmed. Updated to include device analysis.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a dimpled pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was further reported that the patient pressed the pump, but the pump stayed flat. This occurred two weeks ahead of surgery. The patient got well after this surgery.